Event description:
Reportedly, the pacemaker involved in this MDR report was attempted to implant, however, a connection issue occurred at the atrial level: after inserting the atrial lead, the wrench was turned but did not make any clicking sounds. A wrench from the competition was also used but without any success. The device was returned for analysis. Another pacemaker was successfully implanted.

Manufacturer narrative:
Conclusion: the connection issue met by the user during the implantation attempt at the atrial level more likely resulted from an incorrect insertion of the screwdriver blade through the screwdriver slot: the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, sorin provided a reminder and additional instructions to ensure the wrench was fully inserted.